Event description:
The pt stated, that he was changing the insulin cartridge in his infusion device and the plunger pulled out of the cartridge after it remained attached to the piston rod in the cartridge chamber. Due to this situation, "some insulin" leaked into the cartridge chamber. During troubleshooting with a company representative, the pt detached the plunger from the piston rod. The pt was advised to transition to his backup infusion device allowing the cartridge chamber of the affected infusion device to dry out for 24 hours. The pt chose not to transition to his backup infusion device. Rather, he chose to remove the drops of insulin from the cartridge chamber using a q-tip, then he replaced the cartridge and returned the infusion device to service. As the pt planned to travel, he stated that he intended to carry his backup infusion device with him in case he encountered a problem with his primary infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.